Event description:
The customer reported fluid under their beckman coulter act 5diff cp instrument and inside they found about 3-5 ml of diluent on top of the probe assembly and tray. There was no reported impact to patient sample testing associated with this incident. There was no death or injury associated with this event and no-one sought medical attention. Service was dispatched for this event and while on site the field service engineer (fse) found tubing to the top port of the rinse block had ripped. He replaced this tubing and tubing from the bottom port to valve vl19. The root cause can be attributed to tubing at the top port of the rinse block that had ripped. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer

Manufacturer narrative:
(B)(4).